Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported frequent freezing and rebooting of the information center ix upon attempts to admit patients. No patient harm was reported.